Event description:
It was reported that the battery housing opened during a surgical procedure. No battery fell into the surgical field. There is no allegation of adverse consequences associated with this event.

Manufacturer narrative:
An initial corrective action has taken place. This issue has occurred predominantly in (B)(6). An extensive investigation conducted by stryker instruments has determined that the root cause of this issue is related to the rigorous reprocessing methods used in (B)(6). The (B)(6) government sends out a circular that recommends the housings be sterilized for 18 minutes at 134 degrees c. MFR investigative testing indicates the devices in these complaints were not lasting the expected life due to the combination of chemicals and time exposed to high heat. The IFU for this product recommends 4 minute exposure time at 132-134 degree c.; therefore, the reprocessing methods used in (B)(6) are not in line with the IFU. The root cause for these types of customer complaints is related to user error (i.e. Failure to follow instructions contained within the IFU). Stryker instruments has not received any complaints of this nature in which it is alleged that a serious injury has occurred. The probability of actual serious injury is remote based on actual complaint data and estimated device usage. The situation continues to be monitored and remains under investigation while ongoing regular discussions are occurring with (B)(6) and (B)(6).